Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2003, the lead had been capped. A chest x-ray revealed clavicular crush and the lead was explanted on (B)(6) 2010.